Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s notification light stopped flashing immediately. The customer¿s blood glucose level was 12.8 mmol/l. The customer was treated with manual injection for blood glucose level. The customer also stated that insulin pump had power error detected alarm. Troubleshooting was performed. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.